Event description:
The customer reported that they were getting a speaker malfunction; it was not alarming. The device was in clinical use at the time the issue was discovered; there was no reported patient harm.